Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. During second procedure durata lead was repositioned and the lv lead was replaced. Both leads dislodged again and were replaced with medtronic leads. During the third procedure there was a perforation. Pericardial synthesis was performed. Medtronic leads remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly found.